Manufacturer narrative:
The qa lab found the returned reagent to read an average of 44 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 184 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.